Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the facility staff was less trained in device handling and/or reprocessing according to IFU. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): IFU (reprocessing manual) warns on insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of our investigation, while onsite the ess recommended that the customer test and hook up the leak tester to scope prior to immersing scope into water. A new air/water channel cleaning adapter be used for each scope. A new container with water for pre-cleaning be used for each scope. In addition, the ess recommended that the customer wipe the scope down prior to brushing the channels during manual cleaning. Perform the delayed reprocessing steps on scopes that sit longer than an hour after pre-cleaning. The ess conducted an in-service which included all cleaning, disinfection and sterilization information that is contained in the olympus manual. The ess provided the customer a copy of the ontrack form via email. The subject device will not be returned for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing observation/in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess observed the customer place the scope into water prior to attaching the leak tester. The customer was used the same air/water channel cleaning adapter all day during pre-cleaning. The same precleaning container and water was used all day for multiple scopes. The customer brushed the scope before wiping it down. The ess observed the scopes sitting for longer than an hour and the delayed reprocessing steps were not performed. There was no patient infection of positive device culture reported.